Event description:
New information received on (B)(6) 2018 stated that the programming changes did not resolve the signal drop out issue. Multiple false pause episodes were still observed since the programming changes. The device was explanted on (B)(6) 2018. A new device was not implanted. The patient was stable before, during and after procedure.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, undersensing false episodes were observed. It was noted that there were some intermittent sensing with small r-waves. Programming changes were made however it is unknown if the issue was resolved. Patient was stable.